Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy in the medical/surgical department (dose, medication, volume, and rate unknown). There was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. The mechanism currently installed belongs to pump serial number 987857 and is owned by the same customer as the device in question, serial number 923811. Therefore, engineering investigation has concluded that the cause of the over infusion is under-traveled fingers and valves due to an unauthorized user facility repair. The device will not be serviced. Should additional relevant information become available, a supplemental report will be submitted.